Manufacturer narrative:
An additional follow-up report will be sent upon completion of the investigation.

Event description:
It was reported that during the procedure the stapler was fired across the bronchus and it was noticed that a few staples were secured while others were free floating. The stapler was fired a second time and the same issue occurred. The stapler cut through the bronchus and caused an air leak. The procedure was completed by suturing the bronchus after the upper left lobe of the lung was removed. There was no further patient or procedural information provided.

Manufacturer narrative:
The current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported that during the procedure the stapler was fired across the bronchus and it was noticed that a few staples were secured while others were free floating. The stapler was fired a second time and the same issue occurred. The stapler cut through the bronchus and caused an air leak. The procedure was completed by suturing the bronchus after the upper left lobe of the lung was removed. There was no further patient or procedural information provided.

Manufacturer narrative:
The device history record (DHR) for lot 75jj0520 was reviewed. No anomalies were noted on the lot release paperwork. Investigation of returned units concluded that clamping on tissue outside the range indicated in the instructions for use deformed the device, resulting in the reported under formed staples.

Event description:
It was reported that during the procedure the stapler was fired across the bronchus and it was noticed that a few staples were secured while others were free floating. The stapler was fired a second time and the same issue occurred. The stapler cut through the bronchus and caused an air leak. The procedure was completed by suturing the bronchus after the upper left lobe of the lung was removed. There was no further patient or procedural information provided.